Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer is calling back with blank display after receiving new battery cap. Customer states the display was not blank less than 30 seconds. Insert battery alarm did not display on the pump screen. Customer states he woke up this morning because his blood glucose was very high & he checked his pump & is not turning on at all. Unable to troubleshoot for high blood glucose due to pump not turning on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.